Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt, implanted in 2001, reported experiencing 'small electrical currents in the ear' and intermittent sounds and had eventually no more hearing impression from the device. Re-implantation is considered.